Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used due to the connector tip appearing bent. The physician was not comfortable with the lead and removed the lead. A new lead was implanted. No patient complications have been reported as a result of this event.